Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were some pauses in pacing noted on the telemetry monitor while the patient was asleep. Pacing threshold measurements had increased from 0.8 to 1.4 volts. It was reported that the device was increased to vvi 80 and the rv lead was capturing the atrium. The patient reported symptoms of lightheadedness and dizziness. It was later identified that this right ventricular (rv) lead dislodged. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.